Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer reported an issue during the procedure where the iesu displayed a c-00 error. Power cycling the integrated electrosurgical generator unit (iesu) did not resolve the issue, so the technical support engineer (tse) guided the site to replace the backup iesu to continue the procedure. Fse visited the site and replaced the generator due to error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found issue was confirmed via system logs, which recorded multiple errors across different days. Visual inspection identified a potential related issue, and during testing the iesu unit repeatedly displayed error 1-02 on startup, with the log also showing c-00 errors. The iesu will be sent to the original equipment manufacturer for further analysis. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of this issue is attributed to the faulty component of the generator. This error indicates cyclic redundancy check (crc) error in port 1. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe had c-00 error. Technical support engineer (tse) guided site to power cycle the erbe but issue remained. Tse guided site to replace the backup esu to continue the procedure. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.